Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise. Impedance were not high and thresholds were the same. A new ra lead was successfully implanted. No additional patient adverse effects were reported.